Event description:
During a total hip surgery, a reciprocating saw was loaded on a trs modular drive; it sawed for a second then did not function. The reciprocating saw was put onto another modular drive and worked intermittently then not at all. The reciprocating saw was switched back and forth with different hand pieces after the case and did not work on neither. There were no injuries reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date received by manufacturer 08/13/2013. Device manufacture date 07/06/2009. Part number: 05.001.225 does not match with lot number: 2308. Therefore a review of the device history record is not possible. The lot number provided cannot be verified as a valid synthes or supplier lot number. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.device was received for evaluation.investigation coordinated by synthes (B)(4). The customers complaint that the device does not function was confirmed. The device was tested and did not engage when power was applied. This is due to normal wear over time.